Event description:
A report that a patient had a pocket revision in 2008 was received. The patient had the implant moved to a higher location in 2008. In addition, the patient was explanted due to not being able to fully charge the battery. No further information was able to be obtained at this time.